Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with unexpected restart, motor error, and compromised force sensor system. The motor error occurred when customer was changing the infusion set and insulin shot out of the cannula. It was further stated that the drive support cap was sticking out. Customer's blood glucose was not known. The insulin pump had not been bumped or dropped, prior to the alarms. The insulin pump was also not exposed to a strong magnetic field. The customer was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm noted. The motor was tested outside of the device and passed. No unexpected a33 alarms or a21 alarm noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. No physical damage noted on the drive support cap.